Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. On (B)(6) 2016, the patient presented with lightheadedness and was admitted due to congestive heart failure (chf) and syncope. A pacemaker check showed torsade de pointes (tdp). A CT scan of the abdomen showed that the angle of the inflow cannula appeared to be hitting the septum causing ventricular tachycardia (vtach). Patient has gained 60 pounds since implant and the weight gain was suspected to be the likely cause for the positional vtach. A tentative pump repositioning was scheduled. Plavix and coumadin were held in anticipation of the surgery. The patient was placed on angiomax as a bridge. The patient¿s inr was 1.7 and the partial thromboplastin time (ptt) was 58-60 seconds. A log file submitted by the customer that was dated (B)(6) 2016 contained transient elevation in pump power. On (B)(6) 2016, a surgical repositioning of the inflow cannula was performed but the positional vtach did not resolve. It was also noted that the patient was experiencing high pump power and elevation in the estimated flows. The laboratory test results showed a lactate dehydrogenase value of 190 u/l. The patient was given unspecified fluids and continued to be managed medically. No equipment was exchanged at the time. The patient was discharged from the hospital on (B)(6) 2016. Prior to the discharge, a ramp echo was performed and the pump speed was increased to 9000 rpm the lvad parameters remained stable. The mean arterial pressure (map) was at 100 mmhg and the patient was tolerating increased dosages of cozaar and coreg. There were no further episodes of vtach or dizziness. The patient was to be seen at the clinic the following week. As on (B)(6) 2016, it was reported that the patient was seen at the clinic and is doing well with no further issues.

Manufacturer narrative:
The reported pump power elevations were confirmed through a review of the submitted system controller log file; however, a specific cause for the power elevations could not be conclusively determined. A cause for the reported inflow conduit malposition could not be conclusively determined. A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.